Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healthcare technical support and reported that several xhibit central stations (xcs) were showing all beds offline. Technical support advised the customer to reach out to their internal biomed team to evaluate the affected centrals. In a follow up call, it was reported that a biomed had restarted the affected centrals. Following the restarts, the customer confirmed the issue was resolved. Cause of failure was not determined.